Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of telemetry. No further information is known at this time. The device has been returned for analysis.

Manufacturer narrative:
Event conclusion reliability assurance testing confirmed loss of telemetry, tones and output functions. Therapy history could not be obtained from the device. Internal examination revealed extensive electrical overstress damage. The cause of the damage could not be isolated. The root cause analysis is inconclusive.